Event description:
It was reported, that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple follow-up attempts were performed to obtain additional information. However, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.